Event description:
Customer reported that the pump battery would not charge, even after attempting different wall outlets and adapters. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump since the issue remained unresolved. The customer was instructed on storage mode and agreed to return the faulty pump using a pre-paid label, with plans to use multiple daily injections as a backup therapy.